Event description:
Additional information was received that the patient was implanted with vns on (B)(6) 2013. The patient is again responding to vns therapy and there have been no complications or infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient had vns generator and lead explant surgery on (B)(6) 2013 due to an uncontrolled infection. The infection originated on (B)(6) 2013 from a skin flap removal from the middle of the chest for neurodermatitis. The infection migrated from the center of the chest to the generator site. The infection was not felt to be related to the vns device. Antibiotics were initially prescribed, but the vns was later explanted on (B)(6) 2013. The plan of care is to reimplant a new vns system, but this has not occurred to date.